Event description:
Customer reported device = 101 mg/dl. Customer began slurring their speech. Spouse called ambulance. Ambulance device = 49 mg/dl forty five minutes later. Ambulance gave customer a peanut butter sandwhich and suggested them go to the hospital, however they declined. No controls. Strip information was not provided. A request was made for return product and replacement product was sent.